Event description:
Stryker sustainability ligasure blunt tip laparoscopic sealer/divider would not function even after extensive trouble shooting by the staff in the operating room. An add'l "like" device was opened and utilized without issue. Diagnosis or reason for use: laparoscopic total hysterectomy.